Event description:
Correction: the previous MDR submitted on 20 august 2019 was filed inadvertently. No revision surgery has occurred.

Manufacturer narrative:
This report is submitted on 16 june 2020.

Manufacturer narrative:
This report is submitted on aug 20, 2019.

Event description:
Per the clinic, the patient had revision surgery (details unknown).